Manufacturer narrative:
Due to the reported construction as a potential cause of the breakage and the event occurring with no one present, it cannot be determined if this was a product malfunction or related to environmental factors.

Event description:
It was reported by the customer that "upper x-ray shield had broken". No patient or user injury reported. Additional information provided indicated that the event did occur during the weekend when no one was there. The facility building is near the railway station and there is a huge construction site since some weeks. The physician indicated that "the whole building was vibrating sometimes during the day; vibrations suspected to be the cause of the x-ray shield breaking without any user or patient interaction". A field engineer was dispatched to the site and the x-ray shield was replaced. Once this was completed, the system was working as intended.